Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: during investigation, the black box showed several unexplained power reboot events. The battery compartment was found to be cracked. No moisture/corrosion was present inside the battery compartment. The returned battery cap was found to have stripped threads, and unable to maintain electrical connection. The reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. A test battery cap was used to complete a 24 hour duration test, during that time no power reboots were duplicated. The pump¿s cover was removed, and the was no evidence of internal moisture or damage to the power circuit. Unrelated to the original complaint, the display screen was found to have a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.